Event description:
Add'l cat. #: 0431493049a, 0429393054a, 0430793047a, 0427893035a, 0429393050a, 0428693040a, 0431493047a. Sterile surgical light handles may not engage on some lights. If the handle does not engage, it may drop & hit the pt or physician. Recent incidents resulted in evaluation of the handle problem. Of 20 lights, 9 had catch brackets installed incorrectly, not holding the retaining clip. Over time, this caused the brackets to bend & the catch not to engage the handles. Recommend that co initiate a one-time inspection of all lights.